Event description:
The customer stated that the nurse felt resistance when she was placing the tube. The nurse pulled back on the tube and the weighted tip detached inside of the patient. The the patient required surgery and the weighted tip was removed from the patient's lung.